Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined the reported condition that the device would not seat with the motor device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was contaminated mid assembly, and the device was noisy during temperature testing. It was further determined that the device failed pretest for vibration assessment. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the attachment device would not seat with the motor device. During in-house engineering evaluation it was determined that the device failed pre-test for vibration assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.